Event description:
On 4/19/93, rptr had back surgery for herniated disc (degenerative disc) severe back pain. Orthopaedic surgeon placed three pedicle screws in the posterior of spine at the l-3, l-4 and l-5 vertebrae. Rptr has had chronic pain since the surgery. He is unable to bend, pain goes down right leg, back tightens up, there is some numbness, stinging pain, rptr unable to return to any type job and he is in high risk if screw comes all the way out or if he ever is in an accident.